Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctagac). At the time of the initial procedure, an infected aneurysm was suspected; however, after infection control measures including antibiotic administration, tevar was deemed appropriate. A two-debranch bypass was performed, and the ctagac was implanted in the aortic arch. On an unknown date in 2024, follow-up imaging examination revealed abnormal findings in the aortic wall at the distal landing zone of the ctagac. The findings were reported as either vascular wall disruption or suspect of dsine (distal stent graft-induced new entry). On an unknown date in 2025, aneurysmal enlargement was observed at the distal end of the ctagac, along with a distal type I endoleak. On (B)(6) 2025, reintervention was performed, and a second ctagac was additionally deployed from inside the first device extending to the distal segment. The procedure was completed. The physician stated that the initial suspicion of an infected aneurysm may have contributed to the fragility of the vascular wall.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ five radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ jpeg # 1 shows: o blue drawing completed, on the radiographic image, before submission to gore. O the 3d image appears to show heavily calcified aorta from the ascending thoracic aorta to the abdominal aorta, including the visceral segment. O image appears to show a lesion in the distal aortic arch. ¿ jpeg # 2 shows: o angiographic jpeg image appears to show exclusion of at least 2 of the head vessels. (Lcca, lsa). O questionable distal circumferential device apposition. O cannot confirm dissected aorta with the images provided for evaluation. ¿ jpeg images # 3 & # 4 show: o these partial 3d reconstruction images appear to show the distal device is not within sealable/healthy aorta distal to the lesion. ¿ jpeg # 5 shows: o poor quality image. O image appears to show calcium throughout the abdominal aorta. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.